Manufacturer narrative:
Device manufacturer address 1:(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. This was observed when the patient received a bolus of fluid. The leak was coming from a kink in the tubing below the first port under the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing which revealed a leak due to a hole in the tubing. The reported condition was verified. The cause of the hole in the tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.